Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump has a damaged power cord with exposed copper wire.

Manufacturer narrative:
An scd 700 compression system was received with a complaint of ¿damaged power cord with exposed copper wire¿. The complaint was verified as the power cord shows bare copper wire near the base of the unit. The potential root causes are customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.